Manufacturer narrative:
Analysis of the returned product concluded that the power supply didn't output any significant voltage and had become excessively hot and melted.

Manufacturer narrative:
The communicator was returned for analysis. Initial analysis confirmed the reported observation and noted that the communicator power supply was melted due to heat. Analysis is ongoing. The report will be updated when analysis is completed.

Event description:
Boston scientific received information that the communicator power supply was hot to the touch, emitted smoke and smelled burned. No adverse patient effects were reported. The communicator was replaced.